Event description:
The pt reported experiencing elevated blood glucose of 400 mg/dl in 2009 and she bolused through the infusion device. She later found insulin had leaked in the cartridge compartment of the infusion device. The next day, the pt's blood glucose was elevated and she does not believe the basal rates are being correctly delivered. She injected insulin via syringe to lower her blood glucose. Her normal blood glucose level is 120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.